Manufacturer narrative:
Ge healthcare has investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of power during pre-use checkout. There was no patient involvement.

Manufacturer narrative:
Ge healthcare did not perform the service that was completed to address the reported complaint. The service has been completed by a customer in-house fe who, following their internal processes, has closed the service record. As this product was not serviced by ge healthcare, additional information on this case is unable to be obtained.